Manufacturer narrative:
Phone number (B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl defibrillator showed error 90008. There was no patient involvement.